Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05474 / 05476).

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. During the procedure, a pseudotumor was noted. The modular head, acetabular cup and taper liner were removed and replaced.

Manufacturer narrative:
Examination of the returned device found evidence of dislocation and subluxation of the joint and scratching of the bearing surfaces. Although some of the observed edge wear might have occurred during the reported dislocation events, it is possible that wear also occurred over a period of time due to possible subluxation of the head.